Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a  36.6 mm infra renal aaa with 36 mm lcia aneurysm.  It was reported 3 days post the index procedure, a type iiib endoleak was noted from the endurant limb on the right side of bifurcation. It was reported the patient also experienced a external iliac artery dissection. No cause was reported however film analysis cannot out rule the endoleak was contained also in the bifurcate. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
The reported endoleak and dissection were confirmed on the films provided; however, the cause of the events and subtype of endoleak could not be fully determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not available, making determination of the endoleak source and subtype difficult. While a type iiib endoleak cannot be ruled out, it is possible that the observed endoleak is a type ii endoleak from patent collateral vessels. A type iii separation endoleak is unlikely to have occurred at there appeared to be adequate overlap between stents. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. It is possible that the reported dissection may have occurred due to a patient related issue, or possibly caused by an unknown interaction with the implanted stent grafts , but this could not be confirmed. If information is provided in the future, a supplemental report will be issued.